Event description:
It was reported that during the implant procedure the right atrial lead exhibited noise and p wave measurement could not be obtained; the lead also exhibited undersensing. The lead was not used and a new lead was successfully implanted. The patient¿s condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.